Event description:
It was reported to medtronic minimed that the customer experienced no communication pump to transmitter. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer requested to run tester procedure for the transmitter. Led light blinked when transmitter was connected to tester but transmitter did not communicate after running tester procedure twice. No harm requiring medical intervention was reported. Mmt-1712k was requested and the device was returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed self-test. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, cracked retainer, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Confirmed the pump communicated properly with a test guardian link transmitter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.